Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys, expiration date: unknown, serial#: unknown, UDI #: asku. Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: unknown. Labeled for single use: yes. This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: lost but not lost¿embolization of a leadless pacemaker to the pulmonary artery with consecutive endovascular recovery. Journal of cardiovascular development and disease. 2021. (8) 37. Doi.org/10.3390/jcdd8040037. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding this leadless implantable pulse generator (ipg). The article reports a patient implanted with a leadless ipg. During the procedure, an accidental forward movement of the delivery tool led to dislocation of the leadless pacemaker, which further embolized into a primary side branch of the right pulmonary artery. It was suspected that this was due to friction whilst removing the tether. An angiogram was conducted for proper visualization. After access to the target pulmonary artery branch and multiple attempts, the device was finally caught at the proximal part with a snare catheter and retracted to the guiding sheath. Complete retrieval was achieved by venotomy and consecutive surgical repair as it was impossible to reinsert the device into the delivery sheath. The patient remained hemodynamically stable throughout the procedure. Echocardiographic examination showed only minimal pericardial effusion without any need of pericardiocentesis. The status/disposition of the device is unknown. No further patient complications have been reported as a result of this event.